Event description:
The physician reported that the patient presented to the hospital with weakness in all four extremities. He had recently had the pump refilled, where they went from morphine to dilaudid. The physician was considering stopping the pump or programming it to the minimum rate. The physician planned to read the device and consult with the patient's managing physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.